Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an attempted arteriotomy closure of a common femoral artery using three prostyle devices after a peripheral interventional procedure, using an 8fr sheath. Reportedly, when attempting to close the foot of the first prostyle device, the foot would not close and therefore extra force was used to retract the device. During retraction with the foot in the open position, the puncture site was widened. The device was removed with the suture, a cuff miss had occurred. A second prostyle device was attempted, but again the foot would not retract, and a cuff miss occurred. A third prostyle was introduced, but when the plunger was removed, no sutures were attached to the needle (cuff miss). An attempt was made to achieve hemostasis using manual arterial compression but was unsuccessful. The vessel was sutured closed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss, difficulty closing the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, when attempting to close the foot of the first prostyle device, the foot would not close and therefore extra force was used to retract the device. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle suture mediated closure and repair (smcr) device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the prostyle smcr device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial due to the difficulties experience during the procedure. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to a needle to cuff miss, difficulty closing the foot and difficult to remove may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract, foot was not retracted prior to attempted removal from femoral vessel. The patient effect of tissue injury is listed in the prostyle IFU as potential adverse event associated with use of the vessel closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.